Event description:
As reported: "the drill broke off when drilling into the screw hole at the distal end of the nail. Intraoperative fluoroscopic lateral view confirmed that the drill had passed through the nail, and then switched to the frontal view to proceed with drilling. The drill did not penetrate the cortical bone on the opposite side, causing the drill to make an unusual noise and break off. The bone hole in the front was widened with a chisel, and the damaged drill tip was grasped with forceps and extracted."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Manufacturer narrative:
Please note the correction to h6 component code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "the drill broke off when drilling into the screw hole at the distal end of the nail. Intraoperative fluoroscopic lateral view confirmed that the drill had passed through the nail, and then switched to the frontal view to proceed with drilling. The drill did not penetrate the cortical bone on the opposite side, causing the drill to make an unusual noise and break off. The bone hole in the front was widened with a chisel, and the damaged drill tip was grasped with forceps and extracted."

Event description:
As reported: "the drill broke off when drilling into the screw hole at the distal end of the nail. Intraoperative fluoroscopic lateral view confirmed that the drill had passed through the nail, and then switched to the frontal view to proceed with drilling. The drill did not penetrate the cortical bone on the opposite side, causing the drill to make an unusual noise and break off. The bone hole in the front was widened with a chisel, and the damaged drill tip was grasped with forceps and extracted."

Manufacturer narrative:
Please note the corrections to b1 and h6 clinical signs codes.